Event description:
It was reported the patient felt numbness and tingling while leaning on his back and standing up for about 2-3 weeks. The only good position for the patient was sitting down. The patient stated he had not fallen but did recall raising a heavy window. At the time of the report, the patient was at home in good condition. The patient was directed to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.